Event description:
It was reported that a clearklink separated at the drip chamber on both ends from the set. This was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.